Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 0085086. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: no actual sample and picture were returned. The exact circumstances of leakage at the indwelling needle sealable septum are unknown. The batch record of this lot was examined, no abnormality found on parameters, in-process inspection, final inspection, and machine troubleshooting record. 2 samples were retained for 800mm and 45 psi leakage test, which passed the test, and the sealable septum was observed to be normal under the microscope. No same compliant was received from the complaint lot. No abnormality found on process, it should be matched with spiral product. The root cause of leakage from the indwelling needle sealable septum cannot be determined.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: after intravenous puncture of indwelling needle, the end of indwelling needle leaked and couldn't be used again, confirmed with the customer that the leakage location is at the white isolation plug. The customer has not kept the sample, so customer cannot provide the picture and return the sample.